Event description:
N/a

Manufacturer narrative:
Corrected fields- h6 codes(components code). Updated fiedls- b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A getinge field service engineer (fse) observed problem of connection cable of trainer. Inspected for the machine and found cover of connection cable(trainer) loosen. Re-install the cover and problem was solved. Functional check passed. Return machine to customer for clinical use.

Event description:
It was reported before use, that the cs300 intra-aortic balloon pump (iabp) electric wire was exposed. There was no patient involvement reported.